Event description:
It was reported that shaft break occurred. The target lesion was located in the anterior tibial artery. A 2.5mm x 150mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. When the inflation unit was attached, it was noted that the device was broken. The device was removed. The procedure was completed with a 2.50 x 120mm coyote otw balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).